Manufacturer narrative:
E1: patient country: egypt. Name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient inserted infusion set into the area where the subcutaneous tissue was insufficient on (B)(6) 2026 which led to bent cannula and high blood glucose. The blood glucose level was 356 mg/dl at the time of event and was treated with pump.